Event description:
Additional information received noting the clinical patient recently experienced iop greater than 10 from baseline and bcva worse than 2 lines from base in the right eye against the xen®45 gts. Diode laser was performed. All events resolved.

Manufacturer narrative:
Additional information: b.5. And h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of shallow anterior chamber, high intraocular pressure, fibrosis, bcva worse than 2 lines from base and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a clinical patient experienced shallow anterior chamber, iop greater than 10 from baseline, bcva worse than 2 lines from base and xen45 gts had extruded in the right eye. Treatment for extruded xen was noted as wound revision. Needling procedure and 5 fu had been performed. All events have been resolved. The device remains implanted.